Event description:
It was reported that shaft break and stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 35x3.25mm, eccentric, de novo target lesion was located in the mildly to moderately tortuous and moderately calcified left circumflex coronary artery. A 38 x 3.00mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The physician attempted to push the device using a buddy wire but was unsuccessful. The delivery system broke 25 cm from the hub. The device was removed from the patient's body and it was noted that come cells were also damaged. The procedure was completed with another 3.x38mm promus stent and was post dilated with a 3.25x20 nc balloon. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break and stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 35x3.25mm, eccentric, de novo target lesion was located in the mildly to moderately tortuous and moderately calcified left circumflex coronary artery. A 38 x 3.00mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The physician attempted to push the device using a buddy wire but was unsuccessful. The delivery system broke 25 cm from the hub. The device was removed from the patient's body, and it was noted that that come cells were also damaged. The procedure was completed with another 3.x38mm promus stent and was post dilated with a 3.25x20 nc balloon. No patient complications were reported, and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous 38 x 3.00 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal and mid stent region were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found a break located at 17 cm distally to the distal end of the strain relief as well as multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.